Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02925 / 02926).

Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty on (B)(6)2015. Subsequently, patient was revised on (B)(6) 2015 due to disassociation of the glenosphere from the baseplate. It was noted the central screw was left proud during the initial procedure. The humeral bearing, baseplate, and glenosphere were removed and replaced.